Event description:
Medtronic is investigating manufacturing failures related to excessive flux contaimination on a circuit board assembly that could cause incorrect or no therapy to be delivered to a pt due to an incorrect shock advised decision. There have been no pt related events reported related to this issue.

Manufacturer narrative:
Medtronic continues to investigate the reported issue.